Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stenosis). Conclusions: inherent risk of procedure ¿ (stenosis). (B)(4).

Event description:
Stenosis of the left sfa and popliteal arteries occured approximately 27 months post index procedure and was treated with a pacific xtreme pta balloon catheter. Approx 5 months post index procedure, a pacific xtreme pta balloon catheter was used to treat in-stent restenosis of the left sfa. Investigator indicated that the event was not related to the study device/ procedure. Outcome is ongoing.

Manufacturer narrative:
The outcome of the previously reported worsening pad of the right limb approximately 17 months post index procedure is resolved. The outcome of the previously reported worsening pad of the left pta approximately 19 months post index procedure is resolved. The outcome of the previously reported worsening pad of the left a plantaris approximately 19 months post index procedure is resolved. The outcome of the previously reported worsening gangrene and pad of the left limb approximately 19 months post index procedure is resolved. The outcome of the previously reported necrosis resulting in amputation of the right upper limb approximately 19 months post index procedure is resolved. The investigator assessed the previously reported worsening of pad in the left limb and worsening of pad in the left limb which occurred approximately 24 months post index procedure as not related to the study device or procedure. Outcome is unresolved. The outcome of the previously reported stenosis of the left popliteal approximately 24 months post index procedure is resolved. The outcome of the previously reported occlusion of the left infrapopliteal arteries (ata and a fib) left approximately 24 months post index procedure is resolved the outcome of the previously reported occlusion of the atp left approximately 26 months post index procedure is unresolved. The outcome of the previously reported acute worsening of pad left approximately 36 months post index procedure is resolved. The patient was treated with non-medtronic pta.

Manufacturer narrative:
Results: stenosis. Conclusions: stenosis. (B)(4).

Event description:
Approximately 40 months post index procedure the patient experienced stenosis of the left sfa and underwent revascularization with an inpact pacific paclitaxel-eluting pta balloon catheter and a non-medtronic balloon. Investigator assessed the event to be not related to the study device or study procedure. It is reported that the event is resolved.

Manufacturer narrative:
Inherent risk of procedure ¿ (stenosis) evaluation codes. Inherent risk of procedure ¿ (stenosis). (B)(4).

Event description:
The previously reported occlusion and dissection in the left popliteal approximately 5 months post index procedure occurred on the same day. The dissection remained following treatment with pta and stenting. An amphirion deep pta balloon catheter and an unknown deb were used to treat the right pta approximately 7 months post index procedure. An amphirion deep pta balloon catheter only was used to treat an occlusion of the left ata approximately 24 months post index procedure. Investigator reported that the event was not related to the study device /procedure. An amphirion deep pta balloon catheter was used to treat the left ata during the revascularization approximately 27 months post index procedure. An amphirion deep pta balloon catheter was used to treat the left ata approximately 32 months post index procedure.